Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and far field r-wave over-sensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.